Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on (B)(6) 2024. The insertion site was abdomen. The infusion set has been used for 1 day. The blood glucose was high at the time of event therefore, the patient was treated with pump bolus. Patient also experienced rashes at the site due to crimped cannula. No further information was available.